Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had helium loss alarms. The pump was then sent to be serviced and a field service agent (fsa) was called in. The fsa could not duplicate the symptom. As a result, the pump was placed back into service. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4). No iabp parts was returned to teleflex chelmsford for investigation. The reported complaint of "helium loss alarms" is not able to be confirmed. The field service agent checked the pump and could not duplicate the reported problem. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had helium loss alarms. The pump was then sent to be serviced and a field service agent (fsa) was called in. The fsa could not duplicate the symptom. As a result, the pump was placed back into service. There was no report of patient complication or serious injury and death.